Manufacturer narrative:
As customer did not provide serial numbers for either reported meter, the manufacture date is unknown. Both adc meters have been requested back for investigation. A supplemental report will be submitted once products have been received and the investigation is completed.

Event description:
An adc customer reported that he received an adc meter reading of 16.1mmol/l and a reading of 20.0mmol/l obtained on both his adc meters. Customer stated he dosed his insulin based on the readings, experienced hypoglycemia and was taken to a local health care facility. No specific hypoglycemic symptoms or specific insulin dosage was reported by the customer. Customer then stated an hcp meter reading of 5.3mmol/l was obtained and compared to an adc meter reading of 21mmol/l. Customer was diagnosed with hypoglycemia, given juice and stated a 'drip was given as a precaution'. Attempts have been made to clarify the medical treatment rendered. The reported readings comparisons are not valid methods. There was no report of death or permanent impairment associated with this report.